Manufacturer narrative:
Analysis summary: the analyzer failed incoming testing and was deemed to be out of specification in an electrical manner. The analyzer was being sent on for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.